Event description:
It was reported that the ipg had migrated to a location that was uncomfortable for the patient. The patient underwent a pocket revision procedure and patient was doing well postoperatively. No device malfunction was suspected. Nothing explanted or added.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.